Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it was possible that there was a difference in perception of device handling and reprocessing steps between the olympus recommendations and the facility; however, a definitive root cause could not be established. The instructions for use warns against improper reprocessing of endoscopes ancestries, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the air/water channel cleaning adapter was not being incorporated during bedside cleaning as instructed in the reprocessing manual, during leakage testing the facility was currently using a hand pump that was validated for use on small body scopes and not for use for large body scopes, aspiration after brushing was not being performed and during manual flushing of channels the auxiliary channel was not being flushed during reprocessing, but the injection tubing was being used properly to flush suction and air/water channel the ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Event description:
During an in-service, covering bedside cleaning and manual cleaning of scopes with facility staff it was identified that the air/water channel cleaning adapter was not being incorporated during bedside cleaning as instructed in the reprocessing manual, during leakage testing the facility was currently using a hand pump that was validated for use on small body scopes and not for use for large body scopes, aspiration after brushing was not being performed and during manual flushing of channels the auxiliary channel was not being flushed during reprocessing, but the injection tubing was being used properly to flush suction and air/water channel. No patient infections or injuries reported.